Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that testing during device change out indicated a potential lead insulation degradation of the right ventricular lead. It also reported that the right atrial lead had high threshold. The leads were capped and replaced. No patient complications have been reported as a result of this event.